Event description:
It was reported that "the pad seemed very dry and not lubricated as it is supposed to be and there was a slight reddish area where the pad was."

Manufacturer narrative:
The actual device will not be returned. When the investigation is complete, a supplemental report will be filed.